Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent. The device history records were reviewed and the manufacturing criteria were met prior to the release of this batch/lot. Additional information requested and received: were there any issues noted with staple formation or was the issue caused by patient factors (tissue quality)? The stapler was fired on a vessel where the staple line was formed, just a minute after the firing sequence the entire staple line opened up causing bleeding. Was there any extraneous tissue beyond the cut line on the device when the device was fired? The vessel was placed properly on the device without any tension on the vessel . Was the tip of device visualized prior to firing? The anvil tip of the device was visible thus making sure that the blood vessel was placed properly on the device before firing. How was the procedure completed? The procedure was completed using the other vasecr35 cartridges with the same pvs device

Event description:
It was reported that during a left hepatectomy procedure, after fired on a vessel, the staple line formed opened completely. It is unknown how the procedure was completed. There were no adverse consequences for the patient reported.

Manufacturer narrative:
(B)(4).batch # n57k8d. The analysis results showed that one vasecr35 cartridge reload was received. The reload was received with no apparent damage and fully fired. No functional test could be performed due to the condition of the reload. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.